Event description:
Boston scientific crm received info that this right atrial lead had intermittent p-waves of 0.2. Additionally, there was oversensing of the t-wave. It was suspected that the lead had dislodged. A chest x-ray was scheduled. No adverse pt effects were noted. Info was later received that this lead was explanted and replaced with a longer lead. No allegations were made against the lead.